Event description:
It was reported that a cartridge alarm occurred during basal insulin delivery. Customer's blood glucose level was 160 mg/dl. Customer was able to load a new cartridge and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.